Manufacturer narrative:
The customer was provided the information to return the device to bench repair; however, the customer rejected the quote; therefore, the device is no longer expected to be returned. There is no additional information available as the device has not been received for evaluation, the cause of the reported allegation is undetermined. The product malfunction was unable to be confirmed because the customer refused service. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue mx40 802.11a/b/g indicating that there was a speaker error. It is unknown if the device produced sound or not. It is unknown if the device was in use at time of event, and there was no adverse event reported.